Manufacturer narrative:
Insulin pump received with intermittent button response due to moisture damage on keypad traces. No numbers ramping up noted. Unit had cracked display window corner, scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump was not working. Customer stated that he was trying to give himself insulin when his blood glucose readings jumped to 600 mg/dl. Customer stated that the numbers on the insulin pump were ramping on their own. Customers blood glucose reading at the time of the call was 215 mg/dl. Customer was advised to revert to a back up plan and the insulin pump is being replaced.